Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed. Customer stated sample quantity was insufficient for further investigation.

Event description:
Customer reported no reactivity with vra127 cells 4, 6, 8, and 11 and a patient sample with a newly developed antibody. Cells # 1, 3, 5, 7 reacted weak -1+ positive. Sample was sent out to a reference lab. Reference lab confirmed anti-jka. Method used at reference lab is not known. This report corresponds to ortho clinical diagnostics inc.